Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 25, 2014 ¿ august 26, 2014. The evaluation of the photograph is complete. Photographic inspection identified evidence of leakage/backflow at the fillport. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port during filling of an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. The evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.